Event description:
High impedances were measured at lead implant. The lead was removed (see mfg report # 3007566237201006692). High impedances were measured with the second lead, using a replacement snap lid connector. Impedances were greater than 40,000 ohms and the current 0.130 microamperes measured at an amplitude of 6 volts. Reprogramming, changing the lead configuration, changing ports did not resolve the issue. The hcp planned to try a third lead. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).